Event description:
The hospital biomed reported that a rubber cap fell off an x'ten multimedia suspension. Hospital reported that no procedure was underway at the time of the incident. No reference to patient involvement by hospital.